Manufacturer narrative:
The customer's report of a leak was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer's report could not be determined.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.